Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/10/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was requested, but unavailable: -please confirm the lot number.--contacted with the sales rep today via phone, please refer to the information reported and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The needle had been found broken before using on patient during surgery. Changed to another one to complete the surgery. Additional information has been requested.